Manufacturer narrative:
(B)(4). The patient information was requested and not provided.

Event description:
The customer reported a leak while the ventilator was in use on a patient. The customer reported no harm to the patient.